Manufacturer narrative:
No sample or confirmed lot number information has been received by manufacturing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is (B)(4).

Event description:
A buyer reported that four knives were noted to be dull during separate surgeries. An alternate knife was obtained in order to complete each procedure. There was no impact to any patient.